Event description:
It was reported to philips that the system was unable to perform image acquisition. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform image acquisition. Upon troubleshooting, the fse identified the issue with ippc, which was due to the database was corrupted. To resolve the issue, the fse performed necessary calibrations and recreated the image store, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.